Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient was not satisfied with their results of their therapy and they want it removed. The cause for not being satisfied was not determined. The patient's system was explanted on (B)(6) 2019. No troubleshooting was done this day and no additional interventions or actions were taken at this time. The issue was resolved at the time of this report. No further complications were reported. No additional patient symptoms were reported.